Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-1132, serial #: (B)(4), description: precision spectra implantable pulse generator. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient had a nondevice related infection at the lead site. Symptom was drainage at the lead site. Antibiotics were administered to the patient. The patient underwent an explant procedure and did well postoperatively.